Manufacturer narrative:
Correction: h6 (device code, clinical signs code, results code & conclusion code) the reported event could be confirmed since images of CT scans were provided and shows signs of loosening around the tibial and talar components. A medical professional reviewed the received information and noted the following: ¿the tibia shows some radioluscence and smaller cysts which could be interpreted as loosening. The pe is not visible directly, however, there are no indirect signs of loosening or breakage. The talar component shows some radioluscence and cysts as well.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. ¿ a review of the labeling did not indicate any abnormalities.¿ indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.